Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The operator manually scanned barcode ID (B)(4) on cell-dyn sapphire analyzer. The operator noticed the specimen ID read incorrectly as (B)(4). The specimen barcode was manually scanned and rerun with correct the ID (B)(4). No incorrect results were released out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative cleaned the barcode reader and tested with acceptable results. No further issues were reported with the barcode reader for the cell-dyn sapphire. A review was performed for any product trends and customer complaints received for this issue. The review of this data did not identify any adverse trends or abnormal complaint activity. The review of the complaint information and historical product data was performed, which did not verify the complaint. The cell-dyn sapphire operations manual was reviewed and found adequate to troubleshoot the barcode reader problems. The cell-dyn sapphire is performing as expected.